Event description:
The customer reported to a baxter representative a condition of one clearlink vented administration set that was alleged with backflow from an unknown secondary solution into an unknown primary solution. The facility further reported that "the set check valve was not inverted or tapped to purge air per primary instructions and hanger was not fully extended in this instance." No information is available regarding the patient. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. This is report 1 of 2 documenting this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation; therefore, no root cause could be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed, finding the labeling accessible and available to the user, and accurate and sufficient for the use of this product. Should any additional information be made available, a follow-up MDR will be submitted.